Event description:
Boston scientific received information that during a routine device follow up, impedance measurements were greater than 2,500 ohms, with no capture at 5.0v @ 0.4ms. A revision procedure was performed and the lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.